Event description:
Event description patient with a implantable cardioverter defibrillator (ICD) experienced brady pacing oversensing in the ventricular chamber. The oversensing could not be reproduced and the physician elected to follow the pateint on a monthly basis. Cpi learned that this device was explanted on august 05, 1997, for loss of ventricular pacing and an abnormal rise ventricualr pacing impedance.